Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 5/25/2021. H.6. Investigation: one photo and one sample were received by our quality team for evaluation. From the photo and sample, the needle pierced through the shield was observed. A device history record review found no non-conformances associated with this issue during production of this batch. The manufacturing process was reviewed. The probable root cause could be due to the dowel pin which aligns the shield loading station was worn out which caused misalignment during shield loading. This would lead to poor guiding of the shield and needle through the shield during the shield press. H3 other text : see h.10.

Event description:
It was reported that syringe 3ml ls 23g 1-1/4in tw needle went through the cap. The following information was provided by the initial reporter: the customer complained that the needle punctured through the cap.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field.

Event description:
It was reported that syringe 3ml ls 23g 1-1/4in tw needle went through the cap. The following information was provided by the initial reporter: the customer complained that the needle punctured through the cap.